Event description:
During the device implantation procedure, physician was testing different av delay settings for the bradycardia programming of the device. The external ECG didn't reflect these changes in device pacing operations.

Manufacturer narrative:
On january 22, 2010 - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: the reported behaviour results from telemetry errors during parameters programming. This telemetry anomaly most probably results from a poor programming head position or strong external emi. None of them could be confirmed. Analysis did not reveal any ICD anomaly, and there was no consequence for the pt. The device can remain implanted without further action.